Manufacturer narrative:
Evaluation pending return of device.(B)(4)

Manufacturer narrative:
(B)(4). Three samples of tracheostomy tubes with inner cannulas were received for evaluation, inside their sealed pouches. A visual inspection was performed and found that the devices had round tips on the distal end of the tubes. Functional tests were performed. The inner cannulas were inserted into a tracheostomy tube and resistance was observed. The customer reported failure mode of difficulty inserting inner cannula was verified.

Event description:
Covidien recieved information from a customer stating that the tip of a shiley tracheostomy tube disposable inner cannula is not round but oval shaped. As a result, it is difficult to place the inner cannula into the tracheostomy tube. There was no patient harm or injury reported.